Manufacturer narrative:
All available information was investigated, and the reported premature activation and difficult to open or close (clip jumping) could not be replicated in a testing environment. Additionally, the actuator coupler was observed to be broken and corroded, and the l-lock tabs were observed to be bent. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the results of the analysis, the reported clip jumping to open and premature deployment appears to be due to the actuator coupler break while in the anatomy. A cause of the broken actuator coupler could not be determined. The observed corroded actuator coupler was related to environmental conditions (i.e., salinity and moisture remained in the system) post procedure and during the device return process. The observed l-lock tabs deformation appears to be due to uneven loads on the clip while only one clip arm was pulled into the sgc during system removal. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report clip jumping and premature deployment. It is reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a anterior prolapse. One clip was successfully deployed on the mitral valve. To further reduce mr, a second clip (30118r1088) was inserted and placed on the mitral valve. While attempting to deploy the clip, it was observed the mandrel did not fully detach from the clip. Troubleshooting was performed and the clip was able to be deployed. However, after deployment, it was observed the clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). It was noted mr returned to a grade of 4+. To stabilize the slda, a third clip (20901r1014) was inserted. The leaflets were grasped, but mr did not reduce; therefore, the physician reopened to clip to reposition. When rotating the arm positioner counterclockwise, it was observed the clip arms jumped opened to roughly 150 degrees and the clip prematurely deployed. It was noted the clip remained attached to the lock line (ll). Very delicately, the physician was able to retract the clip into the left atrium (la) and was able to pull one of the clip arms into the steerable guide catheter (sgc). Both the sgc and the clip were then successfully removed from the anatomy. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report number.